Event description:
During a follow-up, oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and no anomalies were induced. No intervention was performed and the patient was stable and will continue to be monitored.